Event description:
Device was being utilized during a clinical study. The patient was a female admitted for repair of heart defects (atrial septal defect and partial atrioventricular canal) in 2008. A study catheter was placed in the patient's left femoral vein. Three days later, there was decreased movement of the patient's left leg and a "reddish, purple" color change. The study catheter was removed on the same day, and was not replaced. The patient experienced no other adverse events or complications during this hospitalization and was discharged home two days later.

Manufacturer narrative:
No product was returned to assist in our investigation. Therefore, at this time we are not able to determine the root cause of this event. Nevertheless, the appropriate individuals have been notified of this event and we will continue to monitor for similar reports.